Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing as a result of low amplitude r-waves. The inappropriate shock induced ventricular fibrillation (vf), which was converted after three additional shocks from the device. Upon interrogation, it was noted there were small amplitudes in all sensing vectors. Automatic setup did not pass due to the small amplitudes and low rv ratio. An x-ray was taken which showed the device too far cranial, thus in a suboptimal position. The physician is considering explanting the s-ICD and changing the patient's system to a transvenous implantable cardioverter defibrillator (ICD). Review of stored data by technical services (ts) indicated the noise may be related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed potential causes for this type of noise. Additional information was received that the s-ICD system was explanted and a transvenous ICD was implanted. It was noted that the electrode was not disconnected from the s-ICD during removal of the device. No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Analysis did find a benign crack in the polycin vorite, at a bubble at the surface of the notch area just distal to the proximal sense ring which may extend into the insulation.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing as a result of low amplitude r-waves. The inappropriate shock induced ventricular fibrillation (vf), which was converted after three additional shocks from the device. Upon interrogation, it was noted there were small amplitudes in all sensing vectors. Automatic setup did not pass due to the small amplitudes and low rv ratio. An x-ray was taken which showed the device too far cranial, thus in a suboptimal position. The physician is considering explanting the s-ICD and changing the patient's system to a transvenous implantable cardioverter defibrillator (ICD). Review of stored data by technical services (ts) indicated the noise may be related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed potential causes for this type of noise. Additional information was received that the s-ICD system was explanted and a transvenous ICD was implanted. It was noted that the electrode was not disconnected from the s-ICD during removal of the device. The electrode was returned connected to the s-ICD.